Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that she is not receiving therapeutic effect. The patient stated that her battery moved, the stim is causing muscle spasms and its causing neuropathy in her leg. It was difficult to obtain information from the patient. The patient was unable to connect with their manufacturing representative (rep) and was instructed to contact their health care provider to set up an appointment. A different rep was notified and was expected to follow-up with the patient. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep). The rep reported that the patient was supposed to have an MRI but that MRI was broken and she had to cancel but was hoping to have her system reprogrammed. The rep reported that the patient wanted the device taken out. The rep reported that the patient was keeping the system off now until her appointment on (B)(6) 2017. The rep reported that the patient had x-rays to see if the lead had moved and it was reported that nothing had moved. It was reviewed that if the patient wanted the device removed, she would need to talk to her surgeon. The rep later reported that the patient didn¿t want the device removed because it did help her leg some but just not right now with her current setting. The rep reported that the patient was seeing physical therapy and they were helping her with the back spasms that she was having and would be having a test performed once a week for 4 weeks and was hoping that was the right approach for her back spasms and the device was for her leg. The rep reported that the patient was most likely going to turn the device back on over the weekend. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient had to turn the device off because she was feeling an electrical zap in her legs. The rep reported that when the patient was last reprogrammed it felt fine at the appointment but because if her high frequency it took 24-72 hours for full effect. The rep reported that the patient felt the tingling in her leg and foot over the last couple of days and then she went to program b and reported stimulation took her down to the ground on her knees but she kept it there because she knew it took a while for her to feel the effects; however, she had to turn the device off. The re p reported that the patient was unable to do physical therapy because the electrical current downleg and wasn¿t able to drive because of this and now had residual stimulation. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient was in a lot of pain on the day of the report and couldn¿t drive because her leg hurt so bad. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the trial worked well to relieve the target pain in the patient¿s back and legs, but the permanent system has not covered the pain in the patient¿s back since it was implanted. The patient has been reprogrammed, but it has not helped to cover the back pain. The patient stated the device worked a little bit in the beginning, and it allowed them to regain some functionality and use a treadmill. The pain relief stopped after a while, the target pain returned, and the patient was not getting pain relief at all. The patient stated they can¿t seem to get her programming right. The patient noted they did not like taking medications, but now was taking 2 pain medications and 2 muscle relaxers. The patient stated they were willing to get reprogrammed in an attempt to obtain pain relief. The patient mentioned if it was ineffective they wanted to have the device explanted. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional (hcp) indicated there was no battery migration and therefore no actions or interventions were taken. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s pain came back so badly in her body. It was noted that the patient had complex regional pain syndrome and couldn¿t move her hands. The patient was reprogrammed by a manufacturer representative (rep) on, the patient thought, (B)(6) 2017 and it didn¿t work. The pain coming back began in 2017.